Manufacturer narrative:
Additional information was requested and received. Concomitant devices were added. Investigation summary: the event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from distributor on november 6, 2016: "the customer was not aware which device most likely caused the incident. He/she can say that one or more of the devices in the septum check list caused the incident."

Manufacturer narrative:
The event product is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event. Please reference to MDR# 2027111-2016-00774. It's related to this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Because (B)(4) received the package including two seals of this unit and another unit (model: ctr73) used in the same procedure without any ways to identify individuals, (B)(4) couldn't identify which is cts22 or ctr73. (B)(4) arbitrarily allocated one seal out of two seals for each of cers(reference no.(B)(4)) . Please refer to no.(B)(4) for understanding the incident. Please refer to the complaint sheet for investigation." Report from the sales rep: laparoscopic nephrectomy - "during laparoscopic nephrectomy procedure, a portion of the septum came off into patient cavity. The customer noticed after removing a specimen, the portion came off during collecting gauze. As the result of identifying the source of the incident, two trocars[the unit in this sheet and another(model:ctr73) in the sheet for (B)(4)] were determined to cause the incident." Initial investigation report by (B)(4) olympus "the event unit and another unit(one seal(model: ctr73) used in the same procedure, (B)(4) were returned to olympus. Because (B)(4) received the package including two seals of this unit and another unit (model: ctr73) used in the same procedure without any ways to identify individuals, (B)(4) couldn't identify which is cts22 or ctr73. (B)(4) arbitrarily allocated one seal out of two seals for each of cers (reference no.(B)(4)). Here in the sheet, one of them was visually inspected. The ddb was removed by the customer for check and not sent to (B)(4). The septum was found to be damaged and missing a portion as shown in fig.1. The returned portion approx. 4.6 mm x 9.6 mm 100% matched the missing portion in shape (refer to fig.2,3). No visible damage was observed with the shield. The unit will be returned to amr for further evaluation. Admin#(B)(4)." Patient status: "no patient injury"